Event description:
New information notes the patient was assessed in clinic. Programming changes were made pending a possible future lead revision. The patient was stable following the programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that loss of capture was observed on the right ventricular lead and the backup high voltage pace via autocapture delivered by the device also resulted in no capture. The patient was pending a follow up in clinic to determine whether programming changes could resolve the issue or a right ventricular lead revision may be needed. The patient was stable.